Event description:
It was reported that after scuba diving with the pump, a malfunction alarm occurred and pump shut off. Customer was unable to install another cartridge in order to troubleshoot. Customer's blood glucose was 216 mg/dl. Reportedly, customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.